Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4). Product type: programmer, patient. Product ID: 97745bp, serial#: (B)(4). Product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that the controller screen was blank. The patient stated that the controller screen would go white when they were charging and they couldn¿t do anything with the controller. The patient stated that they would reset the controller by taking out the battery and putting it back in, but when they would do that their stimulation would go up high and then gradually would go back down. The patient mentioned that they had to continue to take the battery out four to five times in the last two weeks. The patient was redirected to the repair department and a replacement controller and battery pack were requested. No further complications were reported or anticipated. Indication for use is non-malignant pain.

Manufacturer narrative:
Continuation of d11: product ID 97745, serial# (B)(6), product type programmer, patient product ID 97745bp, lot# serial# (B)(6), product type accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the cause of the stimulation changes was a change to programming. The patient stated they were previously not receiving the correct programming. The patient stated to resolve their issues with the controller they tried powering off the controller and changing the program, but they then had a black screen. The put in a program and saw a white screen, they then removed the battery, which resolved the issue for a short time before a white screen was seen, the patient stated that at some point during this process the stimulation became quite strong. The patient stated that the replacement controller and battery resolved the issue, but sometimes the recharging number was not correct and would be "maybe 20 points different." Additional information received stated that the issue started when changing the program, and the issue was resolved by talking with a rep who showed them how to remove and replace the battery, where they were previously trying to turn the controller off. The patient clarified that the replacement controller and battery resolved the issue. There were no reported complications and no further complications were expected.